Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2017 with a blood glucose level of 40 to 430 mg/dl. The customer was wearing the insulin pump during their hospital stay. The customer was treated for their blood glucose with food and glucose tablets. Customer does go to dialysis and plasma pharisis. The customer did not troubleshoot and did not send the product back for analysis.